Event description:
It was reported that the pump pocket site looked discolored. No pt symptoms were reported. The entire device system was explanted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent it additional info becomes available.